Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. An intraaortic balloon pump was placed, as the amount of fluid administered during the procedure caused a drop in ejection fraction, and as mr was 4+, the physician wanted to provide additional mechanical support to the patient. A clinically significant delay was reported. No additional information was provided. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for steering issues, gripper actuation issues and tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. Patient anatomy included a rotated heart. Visualization was difficult due to the anatomy, as well as the imaging equipment/quality. One clip delivery system (cds) was unable to grasp the leaflets, due to anatomy, and was removed. A second cds implanted without issue, reducing the mr to grade 2+. A third cds was then advanced (cds 80416u166); however, the device was not steering properly. Additional m knob was applied and the handle was rotated, but the clip was not responsive. The clip was able to grasp the leaflets; however, the grippers did not lower. The clip was opened and closed, but the grippers still would not lower. The clip was pulled into the left atrium. There was a lot of rotation of the cds, which was then crossed into the left ventricle. The cds was rotated, but the device was still unresponsive. The cds was retracted into the left atrium and the cds was removed. Mr returned to pre-procedure baseline (4+) and it was suspected that there may have been damage to the mitral valve due to the steering issues. A fourth cds was advanced in attempt to grasp the damaged part of the leaflet but after multiple failed grasping attempts, the device was removed from the anatomy. Mr remained unchanged at grade 4+.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported gripper actuation issue and difficulty position the device were not confirmed as the device functioned as expected. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral regurgitation (mr) and mitral valve injury as listed in the mitraclip ntr/xtr system instructions for use are a known possible complication associated with mitraclip procedure. All available information was investigated and the reported difficult to position, gripper actuation issue and poor image resolution appears to be due to challenging patient anatomy (rotated heart). The reported unchanged mr appears to be due to difficulty positioning and gripper actuation issues and is related to procedural circumstances; however, tissue damage appears to be due to difficulty positioning the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.